Event description:
On (B) (6) 2010 the pt reported he has had elevated blood glucose readings (no value provided) due to receiving e4 (occlusion) errors on his insulin infusion device. The pt was instructed to disconnect his infusion set tubing from the headset and prime. Insulin flowed from the tubing. He stated he noticed his infusion headset cannulas are bent to a 90 degree angle. He discarded the headsets. Proper insertion technique was reviewed with the pt. He stated he has scar tissue but has been avoiding highly scarred areas. He is very active in sports. Courtesy infusion sets and an infusion set insertion device were sent to the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.